Event description:
It was reported the patient was not receiving effective stimulation after surgical intervention to replace his two leads (both leads have the same lot number). It was reported the location for lead placement may be abnormal in this patient. Follow up determined the next course of action had not been planned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.